Event description:
It was reported screw broken on cap, need new screw which is enclosed for review, on restorative screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One gold-tite® square uniscrew, unisg was returned for investigation. Visual inspection via naked eye and camera magnification identified signs of use, damage around the drive feature, debris and minor fracture at screw head. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint record. Bone density type is unknown. Device was located on unknown tooth site when the event occurred. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was performed by item number (unisg) for similar events, going back 12 months from notification date, (complaint category keywords: fracture screw) and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unisg). Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.